Event description:
During a pci procedure, the balloon of the maverick2 monorail ptca catheter inflated without a problem on the initial inflation. The pressure was not increased on the second inflation and the physician noticed that the balloon had ruptured. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good".